Event description:
It was reported that this lead in the bundle of his position is suspected of exhibiting loss of capture (loc). The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was noted that the hcp attempted to reprogramming lv lead vector and increased threshold outputs, however no capture was found. Ts reviewed the presenting egm and determined there to be intermittent loc. Ts provided recommendations for an in person visit for further evaluation. At this time, the bundle of his lead remains in service. No adverse patient effects were reported.